Manufacturer narrative:
The ge service rep found a 5 volt supply low in generator. He adjusted the power supply to 5.2 volts from 5.04.

Event description:
The customer reported the unit shut down and would produce black image on first shot. The button will not expose the first time the button is pressed. Ribbon fault as well. No pt injury was reported.